Event description:
A malfunction alarm identified as "malf 12" was reported, with no notable events occurring prior to the incident. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer was guided through resetting the pump by technical support, which involved charging the pump, confirming the charge, holding the wake button, and reloading the cartridge, successfully addressing the issue.